Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified atrioventricular branch. With the support of a non-bsc guide extension catheter, a 12 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.